Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A replacement viewing station of the imaging system computer was shipped to the site and the replacement was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that the reported issue could be duplicated. The imaging system was not able to communicate with the navigation system when the computer was installed into a known operational system. This indicated an electrical failure due to a defective network port. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that communication between the imaging system and the navigation system was not possible. Initial troubleshooting found that the pins on the output of the network box in the viewing station of the imaging system had been damaged. No additional information was provided. There was no patient present when this issue was identified.